Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the endo-loop and harmonic devices were placed down the trocar at the same time. During the process, the ring came off the trocar making it difficult to maintain insufflations. The surgeon was able to take the harmonic and get hold of ring. The ring was then removed and later the gall bladder was removed with the endo-loop through the port. There was no adverse pt consequence.